Event description:
Customer alleged a pt was sitting on the foot end of the bed. The bed (sleep deck) moved due to the pt's weight and the pt lost their balance which caused pt to fall off the edge of the bed. The pt suffered a pelvic fracture due to the fall.